Manufacturer narrative:
Unit received stuck in critical pump error (open book image) and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. . Unit received with cracked case on battery tube area. Unit received with corroded force sensor assembly, moisture damage on motor home switch, corroded battery tube spring and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 309 mg/dl at the time of incident. It was reported that there was crack along the battery compartment. The insulin pump was returned for analysis.